Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 64-year-old female was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and after the implant, the patient complained of pain and numbness in their toes and their foot was cold. While imaging, cfa was completed occluded due to impella 14f peel away sheath. To prevent further harm to the patient, peel away sheath removed along with 6f in rfa and case aborted for patient safety.

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report (B)(4): d4 model number. E4 should have been left blank.